Event description:
Customer medwatch report received. Per medwatch, tubing spontaneously disconnected at the distal end of the y-site from the needle free valve port on the broviac. Infusion was tpn and lipids. No patient harm was reported. No additional patient or event details have been provided.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received yet. A follow up report will be submitted once the device is received and an evaluation has been performed.